Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the aortic regurgitation could not be determined. Investigation results suggest in addition to the procedure, patient factors (severe valvular calcification) may have contributed to the regurgitation and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: dariusz jagielak, department of cardiac and vascular surgery, medical university of gdansk, ul smoluchowskiego 17, building cmn, 80-214 gdansk, poland. E: dariusz.jagielak@gumed.edu.pl . Interventional cardiology review 2021;16(suppl 1):1-4. Doi: https://doi.org/10.15420/icr.2021.s1.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'first-in-human use of the next-generation protembo cerebral embolic protection system during transcatheter aortic valve-in-valve implantation', a case of an (B)(6) female was presented. Per the article, an (B)(6) female was admitted with significant symptoms of heart failure, a severely calcified native tricuspid aortic valve and a aortic mean gradient of 40 mmhg. After the implantation of a 23mm sapien 3 transcatheter heart valve, the patient exhibited moderate to severe aortic regurgitation. Despite post dilatation with a 23mm balloon catheter, moderate to severe aortic regurgitation persisted. The decision was made to perform a valve-in-valve procedure using a second 23 mm sapien 3 thv. No adverse events were observed during hospitalization or follow-up and there was a significant reduction in aortic regurgitation on follow-up echocardiography. The patient was discharged to home on postoperative day (pod) 5.